Manufacturer narrative:
(B)(4). Only event year known: 2019. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Where relative to the staple line was the pinhole noted? Can you please provide the product code or lot number for the unknown ntlcxx device? Can you please provide the product code or lot number for the unknown proximate*rl linear stapler? What is the current status of the patient? Please answer the following for the unknown proximate*rl linear stapler: were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe.

Event description:
It was reported that one week post op to a small bowel to small bowel anastomosis it was discovered that a one to two mm pinhole lead was present at the anastomosis. It was repaired and the patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. Upon review of the information provided, it was concluded that this event was coded incorrectly as a death. This event is a serious injury. Additional information obtained: the devices associated with the event would be tlc75 and tx60b. This facility does not record device lot numbers therefore those are not available. This is event was coded incorrectly as it was not a death. The pinhole leak was repaired and the patient fully recovered. Details of how the pinhole was repaired was unknown. No other details of the event could be provided. B2, d1, d4 and h1.